Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspections. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that during the intervention, the surgeon noticed that the balloon was pierced. The catheter was replaced before the end of the intervention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the intervention, the surgeon noticed that the balloon was pierced. The catheter was replaced before the end of the intervention.